Manufacturer narrative:
Only the empty lens carton was returned with the packaging inserts. The lens case and peel pouch were not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the reported complaint. The iol was not returned for an evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) had a scratch. There was contact with the patient but no reported impact. The procedure was completed using a backup lens. Additional information was requested.